Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure of a left ventricular (lv) lead, during cannulation of the catheter and injection of dye, dissection of the coronary sinus was noted. The physician elected to abandon the procedure and cap the device port. No further medical intervention was performed. The patient was stable.